Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for evaluation. During the gross visual examination, the dialyzer was observed to have blood throughout the fibers indicating usage. Both headers were removed and checked for plugged fibers. There were no plugged fibers or any irregularity noted that may obstruct the flow of the dialyzer. There was not indication of a blockage, clotting, or any irregularity on the returned sample. Information from the complainant indicates that there was no clotting or problem of any type reported with the dialyzer or treatment until the patient "went to use the restroom." It is unknown how or if this factor contributed to the complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third-party carriers website was verified and no information was found that the customer sent the sample for return. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the hemodialysis (hd) machine has a blood leak alarm during a patient¿s hd treatment. There was no damage visible on the dialyzer. There was visible blood on the dialyzer from the leak. It was reported that the patient went to the bathroom in the middle of their hd treatment (about 1 hour 50 minutes after the start of treatment) and when they came back, their venous access site was leaking blood. The access site was adjusted and when the patient continued treatment, an unknown alarm occurred. The clinical manager (cm) reported that the dialyzer was clotted (location unknown) and they were unable to return the patient¿s blood. There was no visible defect or damage seen on the dialyzer. The cm stated that the patient¿s estimated blood loss (ebl) was greater than 100 ml. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not wish to complete treatment so no additional setup for treatment was conducted. It was reported that the dialyzer is available to be returned to the manufacturer for evaluation.